Manufacturer narrative:
B5-previously stated the lens was explanted and then replaced with a shorter lens. Corrected information-the lens was exchanged with a shorter lens. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. Date of event - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.0/+1.0/077 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted and replaced with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.